Event description:
It was reported by md that marker was being used following a breast biopsy procedure. Md noted resistance during marker deployment and mild to moderate resistance upon removal of the marker applicator. The applicator tip was sheared off and all seven marker pellets were found in the biopsy probe (mammatome) cannula upon its removal. The applicator tip was presumed to be left in the pt's breast, although it could not be visualized by md on post-biopsy imaging.